Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The author has not provided additional information about individual cases. Since the lot no. Is unknown, the manufacturing history record could not be reviewed. However, omsc has only shipped devices which passed the inspection. From the reported information, we presume that the reported complications were not due to the malfunction of the device, but occurred as "a" general "complications" of the procedure.

Event description:
The following event was reported at the japan digestive disease week 2018; digital poster sessions of digestive surgery - 435. Article title: investigation of postoperative recurrent nerve paralysis risk factors in subtotal esophagectomy. Summary: during the subtotal esophagectomy which were performed between june 2013 and december 2017, three types of equipment were used. One of them was the ultrasonic surgical device which name was sonosurg scissors. The total number of patients were 99. In this retrospective study, it was reported as follows: recurrent nerve paralysis developed in 33 patients after surgery. There was no report of additional treatment in all cases. This is the report regarding recurrent nerve paralysis for sonosurg scissors.